Manufacturer narrative:
(B)(4). Additional information: the device was received and the evaluation was completed to investigate the reported issue. Visual inspection revealed a white particle floating inside the fluid pathway. The reported condition was verified. However, the cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had white, floating particulate matter. This was found after the device was filled with meropenem and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.